Manufacturer narrative:
Citation: saxon jt, wisniewski a, sultan I, et al. Intra-annular versus supra-annular self-expanding valves for valve-in-valve tavr. Catheter cardiovasc interv. Published online february 9, 2026. Doi:10.1002/ccd.70507 earliest date of publication used for date of event. Earliest approved evolut product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the outcomes of valve-in-valve (viv) transcatheter aortic valve replacement (tavr) with intra-annular self-expanding valves (ia sev; non-medtronic navitor; n = 48 patients) versus supra-annular self-expanding valves (sa sev; medtonic evolut; n = 52 patients). In the sa sev group, the authors observed high residual mean gradients (> 20 mmhg; 4 cases), elevated mean gradients (range of 12.3 ± 6.9 mmhg), and mild paravalvular leak (11 cases) following viv tavr. No interventions were recounted for these observations.